Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01821. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 3 (cat3) and an indigo system separator 3 (sep3). During the procedure, the physician experienced a little resistance while advancing the sep3 through the cat3 during use. Upon removal to check on the progress of the procedure, the physician noticed the sep3 and the cat3 had become kinked. Therefore, the procedure was completed using a new sep3, a new cat3, and the same non-penumbra sheath. There was no report of an adverse effect to the patient.